Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states that: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the restricted leaflets. The reported patient effect of unchanged tricuspid regurgitation appears to be a result of procedural conditions and likely due to the slda of the clip on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, a mitraclip procedure was performed to treat tricuspid valve regurgitation (tr) with a grade of 3+. The clip delivery system was advanced without issue and the anterior/septal leaflets were grasped. The clip was deployed; however, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (slda). No further treatment was performed and the tr remained at 3+. The patient was confirmed stable post procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.